Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm maryland bipolar forceps instrument associated with the customer-reported complaint. The instrument was analyzed and was found to have charring and localized melting at the yaw pulley. The instrument passed the electrical continuity test.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that after a da vinci-assisted simple prostatectomy surgical procedure, the 8mm maryland bipolar forceps instrument was observed to have damage to the plastic when the instrument handles were angled. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. The damage looked like a crack caused by thermal use. There was no arcing observed. No photographic images of the device(s) or a video recording of the procedure were available for isi review.